Event description:
It was reported that the trained physician attempted arteriotomy closure with a starclose vascular closure system after an intervention procedure. During splitting of the sheath, the vessel locator button moved back and the vessel wings collapsed. The system came out the patient before the clip was fired; manual compression was used to achieve hemostasis. The device clip fired outside of the patient. There were no adverse patient events as a result of this incident.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received and lot information has not been reviewed. We have not performed device history record review in this case. A supplemental report will be submitted with any relevant information. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.